Event description:
It was reported that patient presented to emergency room after receiving appropriate shock for ventricular fibrillation. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was performed. The patient was stable.